Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections as a backup insulin therapy. The customer was advised on using updated software and the necessary steps upon receiving the replacement, including returning the faulty pump within ten days.